Manufacturer narrative:
The interrogation results are normal. Additionally, the visual screen is in acceptable state and the preliminary test results acceptable.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the implantable cardiac monitor (icm) had failed to be implanted due to tough entry to create pocket. The procedure was abandoned by the physician. The patient was in stable condition.